Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph were provided for evaluation. Upon visual inspection of the photograph, a proper evaluation could not performed from the evidence in the photograph provided. Based on the data from the investigation, the reported defect was unable to be confirmed. Five retains from the reported lot number were tested and passed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported, repeated air in line alarm despite promote troubleshooting. 0 air present in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.